Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified yellow particles on inner surface, one curved opening, delamination of valve, and creases. Leak test and microscopic analysis were performed which identified total delamination of valve, one smooth crease opening, and wear abrasion. Based on the device analysis the final assessment was total delamination of valve due to adhesive failure, and one smooth crease opening assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.